Manufacturer narrative:
Evaluation summary : post market vigilance (pmv) led an evaluation of one reload. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the reload had a full staple complement. Pmv performed functional testing which included the reload was loaded into a pmv representative instrument (0155) for functional testing. The reload was cycled without hesitation, and was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic total gastrectomy while resecting the stomach, the first firing from the powered handle was successful. On the second firing, the reload was connected to the adapter and the jaws were opened and closed. The surgeon approached the cavity and articulated the jaws before clamping the tissue. For each adjustment, the surgeon pushed the blue articulation toggle but the device did not react at all. Every button was pressed on the device, but there was no reaction from the device. The surgeon removed the powered handle and trocar from the cavity with articulated jaws. The device was removed from the tissue by force and tissue damage was caused. No bleeding occurred. The sales representative evaluated the device and noticed that the status indicator lights were illuminated blue and the handle indicator was flashing. There was no reaction to the device in spite of pushing every button. To complete the procedure, another device was used. The battery was removed, and the powered handle and adapter were collected for return. Surgical time was extended by 30 minutes or more due to the product problem. The patient status is no problem.